Event description:
Philips received a complaint by the customer on the v60 indicating an 1104-backup alarm failed. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse verified there was a code 1104-back up alarm failed in the history. Recommended replacing the central processing unit (cpu) printed circuit board assembly (pcba). Customer is requesting onsite service for repair. The investigation is on going.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the central processing unit (cpu) printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.